Event description:
During the transport of a pt, the user facility changed cable and the unit displayed a solid line and no wave form. The unit displayed that the cable was connected but did not provide a reading. The user facility indicated that they were only trying to monitor at the time of the failure and that there was no harm to the pt. Welch allyn attempted to obtain pt info from this user facility. However, the facility reported that it did not possess such info and could not provide it.